Event description:
A high blood glucose level was reported, with the specific value unknown but noted as "high." Cause was not known. The customer administered a manual injection of insulin to address the bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.